Event description:
It was reported that during the positioning of the embolization coil, the coil stretched during introduction into the aneurysm. Upon stretching, the coil broke. It was removed successfully using an intravascular snare. The pt incurred no injury. On (B)(6) 2013 it was reported that there was no adverse event for the pt. The procedure was prolonged, but the pt was okay. Pt info - pt weight is not available.

Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the delivery pusher with the most distal 17cm (approximately) removed from the device. The distal end of the delivery pusher nor the implant coil was returned for evaluation. The device introducer appeared normal with fluid residual visible. The root cause of this complaint cannot be determined as only a portion of the device was returned for analysis. The microcatheter used with this device was not available for evaluation. The device history record was reviewed. No abnormal discrepancies or non-conformance were observed.